Event description:
Dexcom was made aware on 04/25/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. It was reported that the patient experienced a skin reaction with itching, redness, inflammation, and infection extended beyond the patch perimeter which occurred an unspecified number of days after the sensor had been inserted in the arm. A photo of the skin reaction in the complaint record was reviewed. The skin reaction was confirmed, consistent of a skin reaction with slight erythema extending beyond the parch perimeter, marked with ink. A small abrasion is present. The patient was evaluated by a healthcare provider on (B)(6) 2023 and prescribed keflex (cefalexin) 500mg by mouth 4x a day for 10 days. There was no documentation of examinations or laboratory test performed. At the time of the report, the pt is in recovery from all the irritation he experienced. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).